Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one monopty device was received for evaluation. Upon visual evaluation the device appeared to have residue throughout the cannula and was received with protective tubing and received second rotational position with the arrow in the ready window. Upon functional testing the sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place with resistance. The rotational knob was turned once more to prime the stylet, it was noted that when turning the rotational knob, the cannula fired, and the stylet locked into place. Under x-ray imaging with the device half primed, it was noted that one of the cannula tangs did not have defined edges. The device was fully primed and viewed under x-ray, it was noted that the cannula tangs were not locked into place with the housing. The device was disassembled, and the internal parts were inspected, under microscopic examination it was noted that both tangs were deformed. Therefore, the investigation for the reported failure to prime is confirmed as the device would not be able to prime during functional evaluation and the investigation for the identified self-activation is confirmed as the device was self-activated during functional evaluation. A definitive root cause for the alleged failure to prime and self-activation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the grip of the device allegedly failed to rotate when tried to set the inner and outer needles. There was no reported patient injury.